Event description:
A hospital in (B)(6) returned an mr290v vented autofeed humidification chamber via our distributor. Upon inspecting the returned chamber it was revealed that the feedset tube was damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: one mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported damage. Results: visual inspection revealed a break in the water feedset tube at the connection to the chamber dome on the returned mr290v vented humidification chamber. The surface of the break was rough (not smoothly cut). A lot check revealed no other complaints of this nature for lot number 120202. Conclusion: the break in the feedset tube on the mr290v vented humidification chamber was rough, suggesting that the damage may have occurred as a result of the tube being pulled away from the chamber possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process and discarded. We have conducted extensive testing of our mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. This suggests that the damage occurred after the chamber was released for distribution. The user instructions that accompany the mr290 state the following: -"set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."